Event description:
While inserting an ultrasound guided IV into the right arm, the tip of the accucath guidewire broke off into the patient. Confirmed by xray and inspection of device. FDA safety report ID# (B)(4).